Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407645, lead, (B)(6) 2014. (B)(4).

Event description:
It was reported that post operatively the patient developed a hematoma at the incision site. The pocket was excised, drained, and cultures sent to pathology. The device remains in use. No further patient complications have been reported as a result of this event.